Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Testing was completed to assess electrode electrical performance and inner insulation integrity. Measurements [throughout these tests] were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this system exhibited high shock impedance measurements. Additionally, the physician was not satisfied with the location of the device after the previous revision. A revision procedure was performed and the system was removed from service and replaced. No additional adverse patient effects were reported.